Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials. The noise was able to be reproduced in all three programmed sensing vectors. The device was programmed off and the physician planned to explant this system and implant a new system. This device remains in service. No additional adverse patient effects were reported. To date, a procedure has not been scheduled. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that inappropriate shock therapy was again delivered due to continued oversensing. Additionally, the patient experienced muscle/pocket stimulation. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected at this time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials. The noise was able to be reproduced in all three programmed sensing vectors. The device was programmed off and the physician planned to explant this system and implant a new system. This device remains in service. No additional adverse patient effects were reported. To date, a procedure has not been scheduled. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that inappropriate shock therapy was again delivered due to continued oversensing. Additionally, the patient experienced muscle/pocket stimulation. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected at this time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials. The noise was able to be reproduced in all three programmed sensing vectors. The device was programmed off and the physician planned to explant this system and implant a new system. This device remains in service. No additional adverse patient effects were reported. To date, a procedure has not been scheduled. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that inappropriate shock therapy was again delivered due to continued oversensing. Additionally, the patient experienced muscle/pocket stimulation. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected at this time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials. The noise was able to be reproduced in all three programmed sensing vectors. The device was programmed off and the physician planned to explant this system and implant a new system. This device remains in service. No additional adverse patient effects were reported. To date, a procedure has not been scheduled. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.